Event description:
The customer called to report motor error alarms, scratches all over the case and high blood glucose levels. The reported blood glucose reading at the time of the call was 398 mg/dl, and it was treated with the insulin pump. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. However, the insulin pump was replaced due to multiple motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents within specification. The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to a protruded/loose drive support disk. The motor passed the motor test.